Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it is implanted into the patient. No malfunction on the part of the device was reported.

Event description:
Patient underwent surveillance with cerebral angiogram in 2006 after previous stent reconstruction of left vertebral artery, due to previous gunshot wound. Angiogram revealed evidence of occlusion of the neuroform stent with good collateral flow. No intervention necessary at that time and patient asymptomatic.